Manufacturer narrative:
This device is used for therapeutic purposes. Product evaluation: no analysis can be performed; device will not be returned for analysis. Note: per the instructions for use for this system: potential complications include, but are not limited to: implant, rejection, implant migration, partial/full extrusion of implant warning: avoid inserting into the uvula or too far laterally as the palate is usually thinner in this area and subsequent partial/full extrusion of the implants may occur. Attempting to place the implant into a pathway that has a breach on the nasopharyngeal aspect of the palate may result in extrusion of the implant. Method: no testing methods performed.

Event description:
It was reported that sometime after having pillar implants placed, the patient experienced on of them extruding/falling out. There was no injury because of this extrusion. The patient¿s current status is good; another implant may be placed in the future, there is nothing scheduled to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.